Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the monitor was unable to connect to a battery. The monitor's battery connector tab was bent preventing insertion of battery. The root cause for the damaged connector was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to power on.